Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd angiocath¿ IV catheter "when opening the package, some powders came out.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: our quality engineer was able to verify the reported complaint. Fourier-transform infrared spectroscopy was used to verify the presence of ¿poly(ethyl acrylate)¿which is a substance that may originate from the packaging paper itself. To help prevent this from happening, a change was made to the paper. Investigation comments: after analysis of the photo in attachment and ftir results it was possible to verify the presence of ¿poly(ethyl acrylate)¿, confirming the customer's complaint. Flks received (11) 24g angiocath samples. As per request, ftir analysis was completed on the loose white material seen on the samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of poly(ethyl acrylate). Samples/ photos: were received photos of the claimed product and according to the visual analysis, it was possible to confirm the presence foreign matter on the product. DHR/ qn/ ncmr review: the final product batch: 7027714 of angiocath 24g x 0.75in, produced on 2/16/2017 to 2/17/2017 on the r530-2 machine, was analyzed for the test to verify presence of foreign matter and found no evidence of records of this defect. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of this defect for the lots involved in this complaint, according to the DHR of the lot above.